Manufacturer narrative:
Block d2b: additional pro code: qon. Block d10: model number/catalog number: 1201. Serial number: (B)(6). Batch/lot number: 1201. Model/catalog description: al1g421252. Unique identifier (UDI) #: (B)(4). Block g4: additional premarket/510 (k): p190006.

Event description:
It was reported that the patient with the neurostimulator and tined lead was explanted due to the device shocking the patient and causing their leg to give out. The implant has been turned off for over 2 years. There were no additional patient complications.